Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to deliver a dinner bolus and the blood glucose (bg) level was over 400 mg/dl. A bolus was delivered a bolus to address the bg level. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.